Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant. The device was successfully implanted. On (B)(6) 2024, it was discovered that the device had embolized to the left ventricle on transthoracic echocardiography (tte). The patient was sent to another hospital to receive surgical explant of the device. The device was explanted. The patient was reported to be stable.

Manufacturer narrative:
H6 health effect - clinical code: code 4580 removed. An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the reported device embolization appears to be related to procedural conditions. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The landing zone of the left atrial appendage was determined to be 25-26mm, which was determined via transesophageal echocardiography (tee) and angiography. At the beginning of the procedure during the anesthesia induction, the patient had an episode of cardiologic shock which was treated with amines. During the procedure, tee and angiography were utilized. The left atrial pressure was above 12mmhg. There was some difficulty implanting the device, which included repositioning three times in different depths. The close criteria were satisfied. A tension test was performed. The device was successfully implanted with strawberry shaped compression. There was no leak around the device. On (B)(6) 2024, it was discovered that the device had embolized to the left ventricle on transthoracic echocardiography (tte). The patient was sent to another hospital to receive emergency surgical explant of the device. The device was explanted. The implanter believed that the cause of the device embolization was due to the patient's hemodynamic alteration. The patient was reported to be stable.